Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d4: model no, lot no, exp date, UDI no - correction g3: date received by manufacturer - additional h2: additional information/correction h10: corrected data h6: type of investigation -correction h6: investigation findings -correction.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem- additional information. Device availability - additional information. Date received by manufacturer - additional information. Additional information/ device evaluation. Device evaluated by manufacturer- additional information. Adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.